Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 sensor initially failed to pair with the ilet, preventing glucose readings, and after the code was entered with assistance the sensor paired and the ilet began displaying values; the patient¿s glucose was 281 mg/dl and had been above range for approximately three hours, with no back-up therapy, ketone testing, or medical intervention reported. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia without clinical sequelae, hospitalization, or professional medical treatment. Investigation included troubleshooting and user education, which restored pairing and data display on the ilet. Investigation of this case revealed a pairing failure limited to the ilet interface that resolved with correct sensor code entry, with no device alarms and no persistent malfunction of the ilet or sensor. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the pairing issue and that device function was acceptable after proper setup.